Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The following sections have been updated: b4: date of this report. B5: describe event or problem. G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H6: adverse event problem. One tapered screw-vent implant (tsvwb8) and mount screw were reported but not returned for investigation. Therefore, visual evaluation could not be performed. The investigation was performed using applicable instructions for use, risk files and other available information. Device history record (DHR) review could not be performed since the lot number was unknown. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products. An item-based (tsvwb8) complaint history review was performed over a one-year period for similar events/complaints and no complaints related to nonconforming products were identified. Therefore, based on the available information, device malfunction and the reported event could not be verified since the devices were not returned. H3 other text : product not returned.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number : (B)(4). PMA/510(k) number: k011028 and k013227.

Event description:
It was reported the screw of the mount fractured inside the implant. Doctor was able to unscrew the broken part to take it out from the implant. Implant remains in patient's mouth.